Manufacturer narrative:
The reported ia-2000-s ablator was discarded by the user; therefore an evaluation to determine a root cause cannot be completed. Based on the reported catalog and lot number, a review of manufacturing documents was completed. The device history record (DHR) was reviewed and no abnormalities were noted that would cause or contribute to this alleged failure. A two-year review of complaint history revealed a total of nine similar reports for this device family. Of those nine reports, four were verified for the failure of "tip melting". (B)(4). The associated risk document deems this alleged failure to have a low severity with no patient effect, and a risk analysis determined this acceptable. The instructions for use advise and caution the user of the following. -lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. -if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. -use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. -use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. -do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. -maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside the field of view. -use caution when activated in close proximity to the video scope. Contact with video scope may cause patient injury. -do not use the ablator with a metal cannula. Non-conductive cannulae are recommended. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or patient and/or personnel injury. -continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and electrode tip between activations. Maintaining an outflow is important, especially in small joint spaces. This product will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of a user facility that during a rotator cuff repair surgery, the ia-2000-s lightwave suction ablators' tip melted. The ablator was used in conjunction with a bovi device and set at 50 coag/ 170 cut. The procedure was completed as planned and no patient or user injury was reported. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.